Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system with an aneurx extension cuff and limb was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. The diameter of aaa @ 1mm below the lowest renal was 42mm. The aortic neck length was 15mm with a proximal neck angulation of 45 degrees. There was 10% localized thrombus and 10% calcium located at the seal zone. It was reported on CT exam approximately 4 years post the index procedure a type ia endoleak was observed. Six endoanchors were implanted in the patient along with a bare metal non mdt stent implanted in the iliac to treat a type ia endoleak and it was reported that the procedure was successful. Approximately 6 years post the index procedure a type ia and type ib endoleak was observed on CT. The cause of the event was assessed as device related. It was reported that the patient expired on from acute kidney failure approximately 6 years post the index procedure from acute kidney failure.